Event description:
It was reported one lead was tested using the external neurostimulator (ens) and a clinician programmer with alligator clamps and impedances were found to be low at 85 ohms between all contact pairs. It was stated the cause of the issue was not determined and the issue was resolved. It was also reported after inserting one lead in the left side of the brain it was noticed that the patient did not get side effects or benefit up to 10 volts. It was stated the lead was replaced and the patient saw immediate improvements in their tremor at 2 volts and had side effects at 6 volts. On the right side of the brain it was noted the patient reported paresthesia at 3 volts initially and then the side effects went away and they went up to 10 volts and didn¿t see any effect. It was noted that lead was then tested with the ens and that is when it was found the impedance was 85 ohms on all contacts. Reportedly, that lead was also replaced and all worked well. It was noted the patient¿s status at the time of report was alive with no injury and there were no symptoms associated with this event.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0a55t, product type: lead. Product ID 3387s-40, lot# va0a55t, product type: lead. Product ID neu_cable/tlock, lo, product type: screening device. Product ID neu_stylet_acc, product type: accessory. Product ID neu_stylet _acc, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the leads (lot # va0a55t) revealed no anomalies. The leads were tested as returned with the stylet inserted into the leads. Impedances were measured with a physician programmer and all electrode pairs were within normal range. Analysis of the twist lock cable revealed no anomaly. Analysis of one stylet revealed no significant anomaly, but it was noted the wire was bent.

Manufacturer narrative:
Analysis results have been updated for the leads. It was noted that on both leads it was found that the body conductor had a short circuit (overstress/damage) at the depth stop. It was further that on one of the leads the distal end conductor had a short between circuits (dry conditions) with conductor crossover.

Manufacturer narrative:
Analysis results have been updated for the leads. Analysis found the body¿s outer insulation damaged at the depth stop site. A short was observed in the field and was unable to be duplicated in the lab; however there was visible depth stop damage on the lead and/or stylet. Conductor crossover was also observed at the distal end of the lead. Analysis results have been updated for the stylets. Analysis found the wire¿s parylene coating damaged at the depth stop site. There were conductor impressions on the parylene coated stylet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.